Event description:
It was reported that the ventricular lead was repositioned on (B)(6) 2011, due to high pacing thresholds. Subsequently, thresholds increased again. The lead was explanted and replaced on (B)(6) 2012.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.